Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has been received and is pending an investigation.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.